Manufacturer narrative:
Three device samples were returned for investigation. During visual inspection, damage in the cuff was seen when the device is inflated. The reported complaint is confirmed. There are two possible causes for the cuff becoming damaged upon inflation. The first relates to contact with patient anatomy, whilst the second relates to over-inflation (clinical error). This issue will continue to be monitored and further actions taken accordingly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's blood oxygen level dropped to 86-88 percent when moving from the operating room to ICU. Oxygen delivery was on, but blood oxygen level still dropped from 94 percent to 90 percent. The respiratory therapist checked tracheostomy tube and found cuff leakage (water volume reduced). It was discovered during the 2nd hour of use and resolved by replacing with a new one. The outcome of the event was reported resolved.